Manufacturer narrative:
The user facility did not allege that the device caused or contributed to patient injury or malfunctioned. Jada expulsion was likely secondary to excessive diarrhea and vomiting as reported by the facility. No additional treatment for bleeding was required following the expulsion of the device. No injury or adverse events related to the expulsion of the device were reported. We do not believe that jada malfunctioned based on the information available at this time, but out of an abundance of caution and because we cannot rule it out at this time we are reporting this event due to the 30 day reporting deadline. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
A (B)(6) gravida 2 para 1 with history of preeclampsia with severe features had a vaginal delivery on (B)(6) 2021 after 18 hours of induction of labor. She was treated with jada due to uterine atony after a qbl (quantitative blood loss) of 695 ml. Abnormal postpartum bleeding was controlled (time to control of bleeding was not known) and jada was in-dwelling and on vacuum for 2.23 hours when the patient experienced "excessive diarrhea and emesis due to magnesium treatment for preeclampsia and expulsed jada device during a bowel movement". The patient was in bed using a bedpan when the jada device was expelled. It was reported that the patient remained stable and did not need any further treatment for bleeding. The qbl during jada treatment was reported at 30 ml.